Event description:
The bilateral user presented at the clinic with complaint of poor hearing perception for the last 3 days, especially with this device on the right side. There is no reported accident or trauma. A consultation with the surgeon is being scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral user presented at the clinic with complaint of poor hearing perception for the last 3 days, especially with this device on the right side. There is no reported accident or trauma.